Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer did not know what was clogging the nozzle, and confirmed the device was reprocessed correctly, and that the scope was not used for the following diagnostic enteroscopy procedure. The subject device was returned to an olympus service center for evaluation. Inspection and testing found that due to the nozzle clogging, the was no air or water flow; the suction cylinder and instrument channel port were deformed, the angles were slightly tight, and the angle wires were stretched. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing after a procedure, foreign material was found clogging the nozzle of the evis lucera elite colonovideoscope. There was no report of patient harm due to the event.